Event description:
The compact air drive was returned for repairs with no information. During service it was reported that ¿the motor trigger is locking.¿ this is report 1 of 1 for complaint #(B)(4).

Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to synthes service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by a technician, functional testing was performed and revealed the trigger locking. This was attributed to normal wear. Inspection and maintenance were performed and the device was returned to the customer on (B)(4) 2012. Placeholder.